Event description:
A physician reports noticing a smooth, elevated clear deposit on the lens optic once it was inserted in the patient's eye. The lens was removed and replaced with another crystalens lens. No patient injury reported. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported event. The device evaluation is underway, and will be submitted in a supplemental report.